Event description:
It was reported that during the implant of a evolut fx+ transcatheter aortic valve, the following complications occurred: atrioventricular block (avb) and mild paravalvular leak (pvl). A post-procedural electrocardiogram showed third-degree avb. No intervention was recounted for the avb or the pvl. The patient was discharged home seventeen days after the valve implant with no late complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.